Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and attributed the reported malfunction to a damaged bulkhead connector. A replacement part was provided and installed, resolving the issue. However, no part has been returned for evaluation. A full imaging system check-out was completed and fully system functionality was confirmed. The system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system was unable to communicate with the navigation system. Both systems were rebooted, and a new network cable was used, without resolution. This issue led to the discontinuation of navigation for the procedure, although the imaging system was still used to complete the case. The patient was not affected, and the procedure was completed successfully with a delay of less than 1 hour. No further details provided.

Manufacturer narrative:
(B)(6).